Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included extrauterine intra-abdominal localisation of iud and ovarian cyst (seen by ultrasound ((B)(6) ); has pelvic pain upper quadrant; breakthrough bleeding; moody all the time; desires permanent sterility.). No discharge, no itching or burning.but no dysuria, no change in urinary frequency, no stress incontinence, no urge incontinence, no gross hematuria.headache. Concurrent conditions included anxiety, gerd, endometriosis since (B)(6) 2017, bleeding menstrual heavy, abdominal cramps, discharge vaginal, itchy, irritable, urine odor abnormal, neck pain, backache, hernia, painful intercourse, headache, chronic diarrhea and sexually transmitted disease. Concomitant products included anovlar (loestrin) for birth control as well as ibuprofen (motrin) and levonorgestrel. On an unknown date, the patient started percocet at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and dysmenorrhoea ("dysmenorrhea cramping)"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Urine hcg- negative. CT scan of the abdomen and pelvis without oral or IV contrast clinical history: pain, right sided, questionable kidney stone. Impression: no stones identified. Mild stranding of the right parapelvic fat is nonspecific. This may be related to recent passage of stone or parenchymal disease such as pyelonephritis. Correlate with urinalysis. Small amount of free fluid in the pelvis, likely physiologic. Bilateral 2.6 cm adnexal hypodensities, perhaps ovarian cyst consider further evaluation with pelvic sonography if clinically warranted. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr received, patient demographic information ,lab data, essure indication ,start and lot number updated , concomitant medication and events abnormal bleeding (vaginal, menorrhagia); dysmenorrhea cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal and ovarian cyst (seen by ultrasound (30may); has pelvic pain upper quadrant; breakthrough bleeding; moody all the time; desires permanent sterility.). No discharge, no itching or burning.but no dysuria, no change in urinary frequency, no stress incontinence, no urge incontinence, no gross hematuria.headache. Concurrent conditions included endometriosis since (B)(6) 2017, anxiety, gerd, bleeding menstrual heavy, abdominal cramps, vaginal discharge abnormality, itchy, irritable, urine odor abnormal, neck pain, backache, hernia, painful intercourse, headache, chronic diarrhea and sexually transmitted disease. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as ibuprofen (motrin), levonorgestrel and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea cramping)"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), diarrhoea ("chronic diarrhea") and anxiety ("anxiety"). The patient was treated with surgery (hyst. (Full),salping.(bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, endometriosis, diarrhoea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, diarrhoea, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Diagnostic results: urine hcg- negative. CT scan of the abdomen and pelvis without oral or IV contrast clinical history: pain, right sided, questionable kidney stone. Impression: no stones identified. Mild stranding of the right parapelvic fat is nonspecific. This may be related to recent passage of stone or parenchymal disease such as pyelonephritis. Correlat with urinalysis. Small amount of free fluid in the pelvis, likely physiologic. Bilateral 2.6 cm adnexal hypodensities, perhaps ovarian cyst consider further evaluation with pelvic sonography if clinically warranted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Events: abdominal pain, endometriosis, chronic diarrhea, anxiety were newly added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intrauterine device removal and ovarian cyst (seen by ultrasound (30may); has pelvic pain upper quadrant; breakthrough bleeding; moody all the time; desires permanent sterility.). No discharge, no itching or burning. But no dysuria, no change in urinary frequency, no stress incontinence, no urge incontinence, no gross hematuria. Headache. Concurrent conditions included anxiety, gerd, endometriosis since 28-aug- 2017, bleeding menstrual heavy, abdominal cramps, vaginal discharge abnormality, itchy, irritable, urine odor abnormal, neck pain, backache, hernia, painful intercourse, headache, chronic diarrhea and sexually transmitted disease. Concomitant products included anovlar (loestrin) for birth control as well as ibuprofen (motrin), levonorgestrel and oxycocet (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and dysmenorrhoea ("dysmenorrhea cramping)"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion urine hcg- negative. CT scan of the abdomen and pelvis without oral or IV contrast clinical history: pain, right sided, questionable kidney stone. Impression: no stones identified. Mild stranding of the right parapelvic fat is nonspecific. This may be related to recent passage of stone or parenchymal disease such as pyelonephritis. Correlate with urinalysis. Small amount of free fluid in the pelvis, likely physiologic. Bilateral 2.6 cm adnexal hypodensities, perhaps ovarian cyst consider further evaluation with pelvic sonography if clinically warranted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant ). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.